Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T: slim user guide indicates pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported the customer woke up with elevated blood glucose levels (490 mg/dl).